Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply connections to the ffb pcb assemblies were evaluated. The camera was also evaluated and recalibrated to specification. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys experienced camera errors and an un-commanded shut down. There is no report of a pt injury or death associated with this event.